Event description:
The complaint reported that the physician was performing the therapeutic procedure of replacing an enteral feeding device that had been placed on september 2003. The physician applied xylocaine gel to the fistula and then pulled the tube, but the button dome separated from the tube and remained in the patient's stomach. The physician reported that the dome was successfully removed with the aid of a snare. Another enteral feeding device was successfully placed in the patient. The complainant indicated that there was no adverse affect on the patient as a result of the reported problem.